Manufacturer narrative:
The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window. The drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received safety notice regarding drive support cap. The customer states their drive support cap was noted to be protruded. The customer's blood glucose level at the time of incident was 165mg/dl. Troubleshoot was conducted. The customer stats they had pushed the drive support cap back in. The customer was advised the pump would be replaced and returned for analysis.